Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('upper right side') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included tonsillectomy, essential hypertension, hypothyroidism and right lower quadrant pain. Previously administered products included for an unreported indication: depo provera from 2003 to 2004. Concurrent conditions included skin rash and twitching. Concomitant products included estradiol, ethinylestradiol;levonorgestrel (aviane), lisinopril, melatonin, meloxicam, prasterone (dhea), pregnenolone, testosterone cipionate (testosterone cypionate), thyroid (armour thyroid), venlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2006, the patient had essure inserted. In 2006, the patient experienced vaginal discharge ("vaginal discharge"). In 2007, the patient experienced autoimmune arthritis ("autoimmune disorder-type of disorder:arthritis"), allergy to metals ("nickel allergy,metal sensitivity / allergic or hypersensitivity reaction type: nickle"), pruritus ("rashes or skin conditions type: itchy all over"), feeling abnormal ("brain fog"), skin disorder ("skin issues/ scalp"), tremor ("tremors in fingers") and limb discomfort ("hands don't work sometimes"). In 2011, the patient experienced anxiety ("anxiety"), depression ("depression") and visual impairment ("vision/eye problems / type: vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joints pain"), pain in extremity ("feet pain,hands pain,fingers,legs pain"), pain of skin ("skin pain"), abdominal pain ("abdomen pain,"), toothache ("teeth pain") and dysmenorrhoea ("dysmenorrhea ( cramping)") and was found to have hormone level abnormal ("hormonal changes / hormonal changes describe: unknown,"), weight increased ("weight gain / loss specify which one: weight gain") and histamine abnormal ("histamine toxicity"). The patient was treated with metronidazole, pimecrolimus (elidel) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes, salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, anxiety, depression, autoimmune arthritis, tooth disorder, allergy to metals, vaginal discharge, visual impairment, pruritus, fatigue, alopecia, feeling abnormal, skin disorder, tremor, limb discomfort, arthralgia, pain in extremity, pain of skin, abdominal pain and toothache had not resolved and the dysmenorrhoea, weight increased and histamine abnormal outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune arthritis, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, histamine abnormal, hormone level abnormal, limb discomfort, menorrhagia, pain in extremity, pain of skin, pelvic pain, pruritus, skin disorder, tooth disorder, toothache, tremor, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates: 2007 current weight 208 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('upper right side') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included tonsillectomy, essential hypertension, hypothyroidism and right lower quadrant pain. Previously administered products included for an unreported indication: depo provera from 2003 to 2004. Concurrent conditions included skin rash and twitching. Concomitant products included estradiol, ethinylestradiol;levonorgestrel (aviane), lisinopril, melatonin, meloxicam, prasterone (dhea), pregnenolone, testosterone cipionate (testosterone cypionate), thyroid (armour thyroid), venlafaxine and venlafaxine hydrochloride (effexor). In 2006, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2006, the patient had essure inserted. In 2007, the patient experienced autoimmune arthritis ("autoimmune disorder-type of disorder:arthritis"), allergy to metals ("nickel allergy,metal sensitivity / allergic or hypersensitivity reaction type: nickle"), pruritus ("rashes or skin conditions type: itchy all over"), feeling abnormal ("brain fog"), skin disorder ("skin issues/ scalp"), tremor ("tremors in fingers") and limb discomfort ("hands don't work sometimes"). In 2011, the patient experienced anxiety ("anxiety"), depression ("depression") and visual impairment ("vision/eye problems / type: vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joints pain"), pain in extremity ("feet pain,hands pain,fingers,legs pain"), pain of skin ("skin pain"), abdominal pain ("abdomen pain,"), toothache ("teeth pain") and dysmenorrhoea ("dysmenorrhea ( cramping)") and was found to have hormone level abnormal ("hormonal changes / hormonal changes describe: unknown,"), weight increased ("weight gain / loss specify which one: weight gain") and histamine abnormal ("histamine toxicity"). The patient was treated with metronidazole, pimecrolimus (elidel) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes, salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, anxiety, depression, autoimmune arthritis, tooth disorder, allergy to metals, vaginal discharge, visual impairment, pruritus, fatigue, alopecia, feeling abnormal, skin disorder, tremor, limb discomfort, arthralgia, pain in extremity, pain of skin, abdominal pain and toothache had not resolved and the dysmenorrhoea, weight increased and histamine abnormal outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune arthritis, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, histamine abnormal, hormone level abnormal, limb discomfort, menorrhagia, pain in extremity, pain of skin, pelvic pain, pruritus, skin disorder, tooth disorder, toothache, tremor, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates: 2007. Current weight 208 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Most recent follow-up information incorporated above includes: on 20-feb-2020: content from plaintiff fact sheet received. Event histamine toxicity added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('upper right side') in a 36-year-old female patient. Who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed. "Plaintiff did not undergone essure confirmation test". The patient's medical history included tonsillectomy, essential hypertension, hypothyroidism and right lower quadrant pain. Previously administered products included for an unreported indication: depo provera from 2003 to 2004. Concurrent conditions included skin rash and twitching. Concomitant products included estradiol, ethinylestradiol, levonorgestrel (aviane), lisinopril, melatonin, meloxicam, prasterone (dhea), pregnenolone, testosterone cipionate (testosterone cypionate), thyroid (armour thyroid), venlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2006, the patient had essure inserted. On 2006, the patient experienced vaginal discharge ("vaginal discharge"). On 2007, the patient experienced autoimmune arthritis ("autoimmune disorder. Type of disorder: arthritis"), allergy to metals ("nickel allergy,metal sensitivity / allergic or hypersensitivity. Reaction type: nickle"), pruritus ("rashes or skin conditions. Type: itchy all over"), feeling abnormal ("brain fog"), skin disorder ("skin issues"), tremor ("tremors in fingers") and limb discomfort ("hands don't work sometimes"). In 2011, the patient experienced anxiety ("anxiety"), depression ("depression") and visual impairment ("vision/eye problems / type: vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding" (general)), vaginal haemorrhage ("abnormal bleeding" (vaginal, menorrhagia)), menorrhagia ("abnormal bleeding" (vaginal, menorrhagia)), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joints pain"), pain in extremity ("feet pain,hands pain,fingers,legs pain"), pain of skin ("skin pain"), abdominal pain ("abdomen pain"), toothache ("teeth pain") and dysmenorrhoea ("dysmenorrhea" (cramping)). And was found to have hormone level abnormal ("hormonal changes / hormonal changes. Describe: unknown"). And weight increased ("weight gain / loss. Specify which one: weight gain"). The patient was treated with metronidazole, pimecrolimus (elidel). And surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes, salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, anxiety, depression, autoimmune arthritis, tooth disorder, allergy to metals, vaginal discharge, visual impairment, pruritus, fatigue, alopecia, feeling abnormal, skin disorder, tremor, limb discomfort, arthralgia, pain in extremity, pain of skin, abdominal pain and toothache had not resolved. And the dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune arthritis, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, limb discomfort, menorrhagia, pain in extremity, pain of skin, pelvic pain, pruritus, skin disorder, tooth disorder, toothache, tremor, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates: 2007 current weight 208 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received: previously added event eye disorder was replaced with visual impairment and new events: dysmenorrhea,weight gain were added. Reporter, treatment drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('upper right side') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included tonsillectomy, essential hypertension, hypothyroidism and right lower quadrant pain. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included skin rash and twitching. Concomitant products included estradiol, ethinylestradiol; levonorgestrel (aviane), lisinopril, melatonin, meloxicam, prasterone (dhea), pregnenolone, testosterone cipionate (testosterone cypionate), thyroid (armour thyroid), venlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety"), depression ("depression"), arthritis ("autoimmune disorder-type of disorder:arthritis"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy, metal sensitivity"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems"), pruritus generalised ("rashes or skin conditions type: itchy all over"), fatigue ("fatigue"), alopecia ("hair loss"), feeling abnormal ("brain fog"), skin disorder ("skin issues"), tremor ("tremors in fingers"), limb discomfort ("hands don't work sometimes"), arthralgia ("joints pain"), pain in extremity ("feet pain,hands pain,fingers, legs pain"), pain of skin ("skin pain"), abdominal pain ("abdomen pain,") and toothache ("teeth pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, anxiety, depression, arthritis, tooth disorder, allergy to metals, vaginal discharge, eye disorder, pruritus generalised, fatigue, alopecia, feeling abnormal, skin disorder, tremor, limb discomfort, arthralgia, pain in extremity, pain of skin, abdominal pain and toothache had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, arthritis, depression, eye disorder, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, limb discomfort, menorrhagia, pain in extremity, pain of skin, pelvic pain, pruritus generalised, skin disorder, tooth disorder, toothache, tremor, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates: 2007. Concerning the injuries reported in this case the following events were confirmed via patients medical records: arthralgia, tremor. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs and mr received : previously reported event "injury" was deleted and was updated to new events. Following events were added: hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), anxiety, depression, arthritis, itchy all over, dental problems, nickel allergy, vaginal discharge, vision/eye problems, fatigue, hair loss, skin issues, brain fog, metal sensitivity, tremors in fingers,upper right side pain, joint pain, skin pain, abdomen pain, (feet/hands/fingers/legs/pain. Reporter information added. Medical history and concomitant product added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.